Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had diverticulitis surgery on the 25th and since that time they have had a loss of therapeutic effect. When patient had amplitude at 2.3 they couldn't go at all so they decreased to 1.4 and could not stop going. Patient reported their bowel is the biggest issue right now but they also have the interstim for urinary issues and wonder if they have a urinary infection. Troubleshooting recommended patient speak with managing physician regarding their symptoms and patient stated they already did. Patient requested assistance changing programs. Troubleshooting reviewed how to do so and increase stimulation until patient felt stimulation sensation comfortably. Patient will maintain stimulation level and will continue to track symptoms. Additional information was received on 2022-sep-08. Patient called back and reiterated previously reported information, that since they had surgery on their intestines it wasn't "working properly" and that the surgeon who performed the procedure told the patient that they did their "job right." The patient stated after they made a change to their settings yesterday, they couldn't poop at all, they felt nauseous and had pain down in their left side. The patient stated they felt like they were "dying" like something was going to pop inside of them so they backed the stimulation down again and they were able to move their bowels now. The patient stated they didn't want it to get loose, that it wasn't a formed bowel but it was moving. The patient stated they were able to have a bowel movement this morning. Patient services reviewed therapy considerations with the patient and the patient was going to continue to monitor their symptoms since they recently made a change. The patient had a call in to their managing health care provider (hcp) and was going to work with the hcp regarding their issue and to check the implanted system. Additional information was received from the patient. They reported that they were having a difficult time using their programmer to turn their therapy off. The patient stated that since their last call, they had an appointment set up with their hcp and a medtronic representative (rep) however around the 10th of september, they had been back in the hospital from a complication with their intestine surgery. The patient stated they were in the hospital for 10 days and so they were unable to make the appointment. On the call, patient services reviewed the function of the 3037 icon programmer and the patient was able to successfully connect to their therapy settings and turn the therapy off. The programmer was functioning as intended. The patient also asked about an updated system. Patient services redirected the patient back to their hcp. The patient was going to call their hcp and reschedule their appointment to check the device and discuss their inquiries.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.